Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an adverse event on (B)(6) 2016. Patient stated that he was involved in a car accident, due to low blood glucose (bg), prior to starting use of the continuous glucose monitoring (cgm) system. Patient stated that at the time of the incident, the cgm system was not set up yet and therefore he was not using it. Patient stated that the user's manual cites dexcom hours as only monday-friday so he did not call for help setting the cgm up. Patient stated that the cgm being set-up could have prevented the incident. No additional event or patient information was provided.